Event description:
Patient had a prosthesis following trauma 20 years ago. Now suffering with increased pain not handled by conservative tretments, the patient was admitted for a total hip replacement. Bony ingrowth was found along the prosthesis in surgery. The osteotome along with a hammer were used to free the prosthesis and during this action a 3 cm piece of osteotome broke off. This was confirmed by x-ray. The patient had good movement and no treatment was required.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: patient's condition - predisposed event. Conclusion: device failure related to patient condition, device failure directly contributed to event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.